Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump or reach out to their hcp to obtain a backup method of insulin therapy until the replacement arrives.